Event description:
It was reported that the right ventricular (rv) lead had an increased threshold to 3v @ 1.0ms and an increased output to 5v @ 1.0ms. It was also reported that the patient felt diaphragmatic stimulation once at that output. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. (B)(4).